Event description:
It was reported an unspecified power on reset (por) was successfully cleared. The patient had less than 50% therapy relief at the patient¿s pain pattern. Re-education of the recharger occurred as a result of the event. No diagnostic testing or troubleshooting was performed. The cause of the issue was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).